Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: difficulty stabilizing the image due to the magnet ring in the control section being broken; therefore, the insertion pipe does not rotate smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope gynecologic had difficulties to stabilize the image. The issue was found during installation. There were no reports of patient involvement.